Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post paced t-wave oversensing was observed. Programming changes were made. The device remains implanted.